Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the nurses in the cardiovascular area have been experiencing difficulty with the stopcocks leaking. They allege this has been happening for about a month and do not know how many times this has occurred. The catheters are being placed in the patient's internal jugular. This is being noticed as soon as they turn the stopcocks to administer fluid. As a result, they are replacing the stopcock. It is unknown how long the delay in treatment is as they have to get a physician to replace the stopcock. There was no patient death and no patient complications reported.